Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an unspecified date, it was reported that the vial was filled with ativan 2mg/1ml and was loaded into an unspecified pt controlled analgesia (pca) pump. No specific pump programming was provided. After an unspecified length of time, the customer contact reported that solution leaked from an unspecified location on the injector in the vial. The vial was replaced and the therapy resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.